Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydorthermal ablation procedure performed on (B)(6) 2018. According to the complainant, during procedure and inside the patient, there was a cervical leak during ablation and the temperature was 70 degrees celsius. The patient sustained a small vaginal burn. The physician applied silvadene cream on the affected area. Reportedly, the patient had an open cervix which made it tough to get a seal. The device went into cool down and the physician pulled out the sheath. The procedure was completed with this device. The patient condition at the conclusion of the procedure was reported to be good. An additional attempt has been made to obtain follow up event details with no response from the clinician.